Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the customer's reported problem was confirmed. The pump was found to be displaying error codes 1320 and 1210. The issue was found to be caused by the microprocessor unit board. Ths was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd legacy plus pump had a "error code 1260" alarm. No adverse patient effects were reported.